Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic for routine follow-up, undersensing of ventricular tachycardia was observed. Patient will be scheduled for in-clinic visit for device reprogramming.

Event description:
New information noted that the patient was asymptomatic throughout undersensing events. Undersensing episodes were brief, physician elected to monitor the patient's pacemaker.